Event description:
It was reported that during a scheduled pulse generator change out procedure, the device exhibited a loss of output when exposed to electrocautery. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.